Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. It was mentioned that the sheath was inserted in to the left atrium once transseptal puncture was performed. Dilator was then exchanged for an non-bsc mapping catheter and continuous air aspiration and blood leak out of the valve of the sheath was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.

Event description:
It was reported that faradrive steerable sheath clear was selected for ablation. It was mentioned that the sheath was inserted in to the left atrium once transseptal puncture was performed. Dilator was then exchanged for an non-bsc mapping catheter and continuous air aspiration and blood leak out of the valve of the sheath was noted. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis as it was disposed.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. H6 device codes updated. Device contamination with body fluids a180103 added.